Event description:
When attempting de-clot balloon sheared on stent.

Manufacturer narrative:
Conclusion: the complaint investigation has been confirmed. During the eval of the returned sample the following was observed: the balloon is completely off the catheter, the catheter shaft is excessively stretched, the distal ro marker is not present, there are spiral/twisted sections on the catheter shaft. The cause of the complaint appears to be due to excessive pressure during removal. A review of the manufacturing records for the possible lots indicated that all of the device specification and quality requirements were satisfied. See scanned page.